Event description:
It was reported that due to far field noise on the right ventricular (rv) lead the wavelette did not withhold therapy on the device. It was noted that the cause was deemed as myopotential. No action was taken and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.